Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that the product discolored the stomach skin. We received completed customer information request (cir) from the consumer on (B)(6) 2022. Consumer stated that product was used to cover a burn. Consumer identified red spots after removing the product. Consumer contacted a dermatologist that prescribed 4% hydroquinone cream. Consumer stopped using the prescribed cream as this caused more redness and applied moisturizer instead. Doctor stated that the bandage caused post-inflammation hyperpigmentation. Consumer informed the symptoms did not correct after stopping using the product. In addition, consumer stated that the issue was with the tape area.

Manufacturer narrative:
Due to the slight nature of the complaint, an MDR was not initially recommended. However, after further review by regulatory it was recommended to file an MDR. As of (B)(6) 2022 unused returned samples and retained product were tested by the lab with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to this report for further details.